Event description:
It was reported patient underwent a total knee arthroplasty in (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2013 due to a loose femoral component. During the procedure, the stem bolt would not lock in the stem. The back up bolt was utilized and was still unable to lock. Another stem and stem bolt was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.